Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is scratch on lcd. The customer stated that he dropped the pump and 1/3 of the way to the bottom all the way to the top is scratch. The customer can't read the screen under normal circumstances. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.